Event description:
The perclose device did not fire. A new device was opened and also did not fire. The patient developed a hematoma which required pressure for 20 minutes prior to discharge from the or to the pacu.